Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent hip revision surgery. The patient experienced pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metalosis was present in the joint. The operation ended with a revision. The bearing shells, the inserts and the replacement of the head on the femur stem. Elements were removed from the patient's body and intraoperative images were taken. The swab was taken for laboratory examination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hip revision surgery, the reason for which was the patient's pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metallosis was present in the joint. The operation ended with a revision: the bearing shells, the inserts and the replacement of the head on the femur stem. Elements removed from the patient's body and intraoperative images are protected for inspection. The swab was taken for laboratory examination. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the pinn sector w/gription 48mm had burnishing patterns on its concave surface. Additionally, some extractions marks and tissue remnants were observed on the device convex surface. Burnishing patterns are related to a wear condition, as a consequence of the device coming in contact with other objects in an off-axis position for a period of time; such as the articul/eze ball 32 +5 br on its concave area. This condition indicates a disassociation between the pinn sector w/gription 48mm and the altrx neut 32idx48od, causing the articul/eze ball 32 +5 br to come in contact with the cups' concave surface, and subsequently leaving burnishing spots in this area. Although there is not a definitive cause for the device disassociation, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 48mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.